Manufacturer narrative:
A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had experienced low blood glucose levels of 34 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 170 mg/dl at the time of the call. The customer's parent was assisted with troubleshooting and stated that the insulin pump was over delivering insulin. The customer was not connected to the insulin pump while priming the device and the reservoir is showing more insulin than what is shown on status screen. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.